Manufacturer narrative:
H1 type of reportable event corrected to serious injury.

Event description:
The user reported being hospitalized due to a foot amputation. The user declined to provide diagnostic details or the date of the event, stating that it was not related to their eversense system. At the time of the follow-up call, the user indicated they were feeling better and were no longer hospitalized.the user also declined to provide information on whether the hospitalization was related to diabetes or glucose levels.according to the data management system (dms), the user is not currently using the system.

Manufacturer narrative:
The user reported being hospitalized due to a foot amputation. The user declined to provide diagnostic details or the date of the event, stating that it was not related to their eversense system. At the time of the follow-up call, the user indicated they were feeling better and were no longer hospitalized.the user also declined to provide information on whether the hospitalization was related to diabetes or glucose levels.according to the data management system (dms), the user is not currently using the system.